Event description:
The pt c/o pain and swelling to pt's left upper extremity. Doppler study revealed thrombus involving the left sub-clavian vein, the left internal jugular vein, and extending into the visualized portion of the basilic vein. The next day pt c/o shortness of breath, transferred to ccu, intubated. Chest x-ray shows mediport catheter has become detached from the mediport. The tip is currently residing in the region of the right ventricular apex. This may be etiologic in the pt's left upper extremity. Thrombosis. The pt was taken for surgical removal of the catheter fragment. The fragment was removed via the right femoral vein in special procedures.